Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A cusa selector sterile tubing was being used during surgery for tumor removal in a gyn oncology case. The cusa selector and the handpiece kept dripping saline onto the field through the entire case. The staff tried to troubleshoot it by opening the pump and repositioned the tubing but it still constantly dripped when not in use. There was no delay in surgery and there was no injury to the patient.